Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was advised to wait 20 minutes before starting a new sensor session, which resolved the issue.